Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 122136052 /lot 4419482 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the j&j medtech orthopaedics nonconformance (nc) quality system found no nc¿s associated with this product 122136052 /lot 4419482 combination.

Event description:
Additional information was received: a. Was there any surgical delay? If yes, what is the duration of the delay?-yes. 30 minutes. B. Was/were there any patient consequence/s related to the event? -no. C. Please confirm the quantity of the screws they are tried with. -1. D. Why was the liners would not seat into the cup? Is there any issue with the cup? - do not know if something is wrong with the cup or liners. Why I'm sending it all back. Also the part number for the cup is wrong. It should be 121732052 I would like to know what depuy finds after they examine the cup and liners to see why the liners would not seat.

Event description:
It was reported that the liners would not seat into the cup. They tried with 3 different liners, with and without screws. Surgical delay unknown. Doe: (B)(6) 2025 affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.